Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient experienced a deflation of her mentor siltex round moderate profile 225cc saline breast prosthesis on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 3/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 4/2/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Also on 4/2/2018, mentor became aware that the device was explanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt to mentor, the device contained no fluid. Yellow material was observed within the device. Yellow foreign material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.3cm within an area siltex cracking on the posterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage of the material observed within the device. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).